Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a blockage issue event on (B)(6) 2026. The infusion set blockage was located at the site and the insertion site was the abdomen. The infusion set had been in use for less than seventy-two hours.